Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 05-sep-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had not yet used the replacement products. Note 2: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer feels well and did not report any symptoms. Customer states that he woke up with today with symptoms of thirstiness and dry mouth. Customer tested with the meter and obtained hi. Customer tested with a different brand meter and got 500 mg/dl fasting. Customer stated he administered his insulin (undisclosed how much insulin) to bring it down. Customer did not seek medical intervention. I did advised customer if he does have symptoms again or if the meter does give him a reading of hi to contact his hcp as it can be an emergency. Customer does not want to seek medical intervention. During the call, a blood test was performed by the customer fasting and produced test result of 269 mg/dl using true metrix go meter. The test strip lot manufacturer¿s expiration date is 10/31/2026; product storage and open vial date were not provided.